Event description:
A medtronic ent representative reported that during an ent procedure, the surgeon alleged a 2-3mm inaccuracy with the straight suction on the posterior table of the frontal sinus. The surgeon believed navigation was showing him to be anterior to his actual position. The patient was registered using tracer, and had drf placed on the frontal area of the skull just left of the mid-line on the patient's left. The emitter was also placed on the patient's left side. The case proceeded to completion using navigation. There was no impact to the patient outcome.

Manufacturer narrative:
The cd that was sent in was reviewed and determined to be only the raw patient dicom. The manufacturer is unable to complete further investigation without patient stealth archive.

Manufacturer narrative:
Software evaluation has not been completed as of the date of this report.